Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 293 mg/dl. The cause for the reported bg level was unknown. Reportedly, the customer required assistance from the school nurse to address bg levels. Bg levels were addressed with fluids. Tandem technical support recommended the customer discuss diabetes management with a health care professional.